Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced air bubbles in infusion set near site. Customer reported that issue occurred every thirty minutes with six different sets. Customer's blood glucose was unknown. Troubleshooting was performed. Insulin pump would be replaced per customer's request.